Event description:
Caregiver (cg) contacted surveillance (ps) requesting assistance disposing of the current supplies in her home as her husband had passed away on (B)(6) 2012. The hp did not provide further details regarding the incident. Ps contacted the caregiver regarding her request. The cg would not provide additional information and stated that they would like the supplies picked up. On (B)(6) 2012, global pharmacovigilance received follow up information from the peritoneal dialysis nurse. The nurse reported that she believed the cause of death was related to a malfunctioning pd cap. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The peritoneal dialysis (pd) nurse clarified the patient was hospitalized for other medical issues prior to the patient's death (date not reported). The pd nurse also stated the patient's death was due to other medical issues (not provided) and was unrelated to pd therapy, the baxter device, disposables, or solutions. The pd nurse stated the death had nothing to do with the prior report of the malfunctioning pd cap.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be performed.